Event description:
Consumer complaint of blood result reading of "lo". Ms. (B)(6) called on for her son, she states she ran a blood test on her son with the meter and it said "lo". Her son has been unresponsive since (B)(6) 2015. Customer say she was putting juice in his mouth and he was feeling sleepy and lost color. Her son has been unresponsive since (B)(6) 2015. Customer was unsure of what to do next. It was advised that she immediately seek medical attention and call 911.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).